Event description:
It was reported that intermittently, the board will not take up the lifeband completely to size up the patient and begin compressions. When this happens, ua02 (compression tracking error) appears. The board will not continue unless is shut off and then restarted. Sometimes this will work and the board will operate, other times it will default doing the same thing as described and not operate at all.

Manufacturer narrative:
The autopulse device (s/n (B)(4)) involved in the event was returned to zoll circulation on (B)(4) 2012 and was analyzed. Visual inspection of the autopulse showed the patient head restraint wire of the top cover was cut. In addition, it also showed twisted battery clip and cracked encoder cover. The top cover, battery clip, and the encoder cover were replaced. The reported problem was confirmed. The archive data show multiple ua02 (compression tracking error). Furthermore, the load cell characterization testing confirmed that the load cell module was not functioning properly. The load cell module was replaced and the device passed final testing. No adverse event was reported.